Event description:
The customer reported, the cine function would not operate. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge circuit board. The system operates as intended.